Event description:
It was reported that upon opening a farawave catheter for a farapulse procedure to treat a persistent atrial fibrillation, it was found that the handle was very tight and difficult to deploy to flower. A white powdery appearance on the handle was also noted. There was significant difficulty with the handle when practicing deployment, thus, a second catheter was opened. The second catheter was easy to deploy but also had a white powdery appearance on the handle. The physician decided to use the second catheter for the procedure. No patient complications were reported. The procedure was successfully completed. The physician could not rub off the white powdery appearance, and they believed it was from the manufacturing process.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.